Manufacturer narrative:
According to the information provided, the device was switched as soon as the issue was noticed. The customer repaired the device himself, hence there was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The solution to the issue is unknown and is not possible to know which parts have been found defective. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device's log nor information about defective part were available for further analyze, hence the root cause has not been established.

Event description:
It was claimed that the ventilator was alarming when the tidal volume per minute was too low. There was no patient harm. Manufacturer's ref. #: (B)(4).